Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had difficult biopsy forceps down movement. After the case the doctor put the biopsy forceps down the biopsy channel and with the claws open was able to dislodge the band. The issue was found during a procedure that was completed with the same device. There were no reports of patient harm.